Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. (B)(4) has been determined to be a duplicate of (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This pc is a duplicate of (B)(4). No investigation will be performed for this case as the investigation for the current product will be performed in the latter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate confirmed the product used during the procedure was an fms vue shaver box; product code: 284004. The affiliate also reported that it was unknown if there was a surgical delay and that the procedure was completed with same pump although there was an alternative device available. It was reported surgical intervention was not planned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The serial number is unknown.

Event description:
It was reported by the affiliate via cst that after shoulder arthroscopy surgery the doctor said that the patient had swollen shoulder and breast area. Filled with too much water through the fms vue ii pump. The doctor said it was not good. The patient could normally be extubated. It was mentioned that as so far the patient could be transferred normally to the awakening room. It has to be said the patient had a systolic blood pressure between 110 and 147 more regularly on 120. So the doctor activated the blood stop regularly to see more clearly. The patient outcome is unknown. It is also unknown if there was a surgical delay or if the procedure was completed successfully.